Event description:
Ous MDR - after an implantation period of about 37 months, oversensing was reported via home monitoring. A possible lead fracture was suspected. The lead was capped and a new lead was implanted. No adverse patient side effects have been reported. The lead was not returned to biotronik.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.